Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported the patient developed sepsis. The device and lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth.